Event description:
Customer had the cup inserted for about 10 minutes, but noticed the cup was sliding down. She went to pull out the cup to readjust it and it pulled out her iud along with her cup. Her iud strings were not cut short. This happened on the second day of her first cycle using the cup. She visited the doctor, and had her iud re-placed and is still using a cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."